Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high for three days and believed that the basal was not delivering, though the bolus was. The blood glucose reading at the time of the report was 380 mg/dl. The customer treated with an insulin pen. The blood glucose reading had been over 400 mg/dl multiple times. The customer had nausea, abdominal pain, and thirst. The customer treated with an insulin pen and was advised that the symptoms expressed may be indicative of the possible onset of diabetic ketoacidosis. The drive support cap appeared normal. The time and date were found to be incorrect and the customer was assisted in correcting it and advised that incorrect insulin pump time can interfere with multiple basal rates. The bolus wizard and basal rate settings were programmed accurately. The bolus history did not show all entries based on the customer's recollection. The customer was advised to call back to perform a high pressure test.